Event description:
Related manufacturer reference number: 2017865-2023-13207. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial and right ventricular leads exhibited over-sensed noise. The leads were capped and replaced on (B)(6) 2023. The patient condition was stable.